Manufacturer narrative:
One cadd legacy was returned for evaluation. Physical inspection of the pump found it to be in good physical condition. Upon power up, the motor was activated and the device went into error 1870 . The reported customer complaint was confirmed and the root cause was determined to be the circuit board.

Event description:
Information was received that a smiths medical cadd legacy had an error code of lec 1870. No patient injury.